Manufacturer narrative:
The micor extractor was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. There was no report of a device malfunction and the event was attributed to unexpected patient movement. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The following risks are identified in the device labeling: as with any endocapsular lens fragmentation technique, there are risks associated with endothelial cell loss, capsular rupture, risk of infection, adverse reaction to materials, mechanical failure or breakage of the device, and tissue/vascular trauma or perforation. Manufacturer's reference #: (B)(4).

Event description:
A (B)(6) year-old male patient underwent cataract surgery in the right eye on (B)(6) 2021 where the micor lens fragmentation system (extractor and drive) was used to fragment and remove the cataractous lens. The system was functioning normally with approximately half of the cataractous lens removed when the patient coughed unexpectedly with enough force to raise his head from the operating table. The micor and other instruments were removed from the eye as quickly as possible. The surgeon subsequently reentered the eye and resumed lens extraction; however, after approximately 10-20 seconds and the removal of additional lens fragments, a posterior capsular tear was visible. At this point, lens extraction with the micor was discontinued and the capsular tear was addressed. Additional information was requested and it was clarified that the patient movement occurred while the instruments were inside the eye; the tear was believed to be limited to the anterior capsule until the case proceeded and the tear extended posteriorly with vitreous loss. A vitrectomy was performed and the capsule damage required a change in the original surgical plan; specifically, a different intraocular lens (iol) was used with placement in the anterior chamber instead of planned posterior chamber iol implantation in the capsular bag. Postoperatively, the patient is doing well and there has been no adverse impact on vision and no sequelae.